Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer would stop operating suddenly. It was indicated that the cable bay was broken and cooling fan was noisy. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer constantly stopped. The programmer was returned for service. No patient complications have been reported as a result of this event.